Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and experienced limb ischemia, atrial fibrillation and subsequently passed away. Left heart catheterization showed chronic total occlusion to the right coronary artery (rca) graft. An intra-aortic balloon pump (iabp) was placed at the cardiothoracic surgeons request. The patient continued to decline requiring intubation, levophed/vasopressin/amiodarone to be added. Cardiothoracic surgery team turned the patient down for surgery due to the patient's instability. The team elected to exchange the iabp for an impella cp to optimize. The patient required two rounds of cardiopulmonary resuscitation between iabp discontinuation and the impella cp placement. Temporary pacer was placed. The patient was sent to the unit on support. The same day, it was reported that the patient had no pulses lower extremity bilaterally. Two days later, vasopressin was removed. No escalation to an impella 5.5 was determined. However, coronary artery bypass graph (rca) redo is needed when the patient is more stable. Later in the evening, it was reported the nurse was unable to obtain pulses. The patient experienced paroxysmal atrial fibrillation with rapid ventricular response. The following morning, the patient was made do not resuscitate and the patient would expire. Care was withdrawn.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿